Event description:
Report of transpac transducer failure which resulted in erroneous treatment of the pt. During a surgical procedure for a coronary artery bypass graft x4, the pt had dual arterial blood pressure monitoring, both radial and femoral, with separate transducers. Both monitoring waveforms appeared adequate, but the femoral arterial blood pressure values registered high (250/150). The pt was administered nitroglycerin to treat the elevated femoral pressures. As a result both pressures dropped. The physician attempted to re-zero the transducer on the femoral line but got an error message on the monitor that it couldn't zero and it was showing a flat line at 110 with the stopcock open to air. The transducer was replaced on the same monitor with subsequent ability to calibrate and zero. The pt blood pressure reading was then 40/0. The pt was treated with neosynephrine to stabilize the blood pressure. The surgical procedure was completed without pt harm or further incident. The physician speculated that the actual blood pressure was 95/50 when the artificially elevated pressure of 260/150 was shown and the medication administered resulted in the dramatic blood pressure reduction.